Event description:
It was reported patient's ipg site was swelling. Patient underwent surgical intervention on (B)(6) 2025 wherein ipg site was opened and cleaned out what appeared to be a hematoma. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing swelling at the ipg site was reported to abbott. Patient was brought to operating room, ipg site was opened and cleaned out what appeared to be a hematoma. No visible infection. No case complications. Therapy resumed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.